Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "nerves on feet hurt really bad". The patient reported that they were unable to test. The meter allegedly was powering off during use. There was no results obtained from the meter. There were no results reported from any other source. There was no comparison between patient's meter and any other device. There was no treatment. No further information has been reported.